Manufacturer narrative:
(B)(4). On an unreported date the patient¿s fluid was clear (details not provided) and antibiotics were continued. On an unreported date, the patient was discharged from the hospital. On an unreported date, the antibiotics were discontinued. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis coincident with peritoneal dialysis therapy. The breach in aseptic technique was further described as the patient made a mistake. On the same day as the onset of peritonitis, the patient was hospitalized for the event. On an unreported date, the patient began treatment with injection ceftazidime (500 mg, route, frequency and duration not reported) and injection amikacin (125 mg, route, frequency and duration not reported) for peritonitis. The action taken with dianeal therapy was not reported. At the time of this report, the patient was recovering from the event. Additional information is not available.

Manufacturer narrative:
(B)(4). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.